Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The balloon of the stent delivery system (sds) would not inflate when pressure was applied with an indeflator. The patient is a male. The target lesion was located in the right coronary artery (rca). The lesion was a chronic total occlusion (cto). The product was properly inspected prior to use and no anomalies were noted. It is unknown if the lesion was pre-dilated. After the select plus was in position, the physician attached the indeflator to the proximal part of the delivery system and attempted to inflate the balloon. However, the balloon failed to inflate and the cypher stent would not deploy. Therefore, the physician changed to another cypher and it worked successfully. Patient is safe.